Event description:
The report stated that 2 out of 4 ablations with the same needle, the final temp would not increase over 45 degrees. The fault was believed to lie with the generator. There was no bleeding and the patient is ok.

Manufacturer narrative:
To date the incident sample had not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.